Event description:
Healthcare professional reported a right side deflation and right side capsular contracture baker grade iii. Additionally, healthcare professional reported "particles in valve." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/ or corrected data: a4, g.1.

Event description:
Healthcare professional reported additionally reported "particles in valve." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases fold and opening curved on posterior. Leak test and microscopic analysis was performed which identified a sharp opening on posterior. Fill test inspection was performed and the result was no blockage. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation and capsular contracture, baker grade iii. Healthcare professional additionally reported "particles in valve." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side deflation and side capsular contracture, baker grade iii. Device remains implanted.